Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: not observe. As per the investigation procedure crease wear abrasion deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side device rupture diagnosed via ultrasound and palpation. The device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported left side device rupture diagnosed via ultrasound and palpation. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side device rupture diagnosed via ultrasound and palpation. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation based on the product analysis performed, the assessments of the complaints are: ¿ rupture: not observed.

Event description:
Healthcare professional reported left side device rupture diagnosed via ultrasound and palpation. The device has been explanted and replaced with a non-allergan device.